Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Fluid ingress was visible on the panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customer issue of the screen not working when touched was duplicated. The vela front panel assembly was scrapped.

Event description:
The distributor in (B)(4) reported that there is a spot on the touch screen and the screen is not working when touched.

Manufacturer narrative:
The distributor in (B)(4) reported that there is a spot on the touch screen and the screen is not working when touched. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement from panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of april 08, 2015 the alleged faulty front panel assembly has not been received. Should the alleged front panel assembly be received and evaluated, a follow-up medwatch report will be submitted.